Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer reported that they had experienced a high blood glucose level that was over 600 mg/dl. The customer's current blood glucose level was 166 mg/dl. The customer had symptoms such as nausea, vomiting, abdomen pain, and cramps. The treated their high blood glucose with the insulin pump and manual syringe. The customer reported they had contacted their health care professional. Troubleshooting was performed. The basal rates and bolus wizard was programmed accurately. The bolus history displayed all bolus entries based on their recollection. They will be sent a tubing clamp to perform the no delivery test. The customer also reported that they had changed the infusion sets, there were no bent cannulas, bud it did not solve the high blood glucose issues. The device will not be returned for analysis.